Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor reads either higher or lower than her actual blood glucose level. Customer stated than in one instance her blood glucose was 78 mg/dl and the sensor was showing 233 mg/dl and other times the sensor will read low when she is not low and the insulin pump would go into threshold suspend. Troubleshooting was performed and customer was advised on proper insertion and calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.